Event description:
The article, "the latest porcine aortic bioprosthesis valve: early hemodynamic profiles", was reviewed. This research article is a prospective single-center experience to evaluate early hemodynamics in the epic max valve by prosthesis label size. The device included in the study was the epic max valve. The article concluded that the epic max valve functions as designed, with early hemodynamics favorable compared to other valves int he current market. Even in patients with severe presumed prosthesis-patient mismatch and normal left ventricular systolic function, trans-prosthesis gradients remained low. "[The primary and corresponding author was jose ferre, department of thoracic and cardiovascular surgery, cleveland clinic, cleveland, ohio, with corresponding e-mail: dizferj@ccf.org.]" This study included patients who underwent surgical aortic valve replacement with the epic max valve from 01 august 2023 to 31 august 2025. A total of 197 patients were included in the study, all of which received an abbott device. The average age was 69.4 years. The majority gender was male. Comorbidities included aortic stenosis, aortic regurgitation, atrial fibrillation/flutter, complete heart block, ventricular tachycardia fibrillation, myocardial infarction, congestive heart failure, peripheral arterial disease, hypertension, diabetes, and endocarditis.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "the latest porcine aortic bioprosthesis valve: early hemodynamic profiles", was reviewed.this research article is a prospective single-center experience to evaluate early hemodynamics in the epic max valve by prosthesis label size. The device included in the study was the epic max valve. The article concluded that the epic max valve functions as designed, with early hemodynamics favorable compared to other valves int he current market. Even in patients with severe presumed prosthesis-patient mismatch and normal left ventricular systolic function, trans-prosthesis gradients remained low. "[The primary and corresponding author was jose ferre, department of thoracic and cardiovascular surgery, cleveland clinic, cleveland, ohio, with corresponding e-mail: dizferj@ccf.org.]"this study included patients who underwent surgical aortic valve replacement with the epic max valve from 01 august 2023 to 31 august 2025. A total of 197 patients were included in the study, all of which received an abbott device. The average age was 69.4 years. The majority gender was male. Comorbidities included aortic stenosis, aortic regurgitation, atrial fibrillation/flutter, complete heart block, ventricular tachycardia fibrillation, myocardial infarction, congestive heart failure, peripheral arterial disease, hypertension, diabetes, and endocarditis.

Manufacturer narrative:
Summarized patient outcomes/complications of epic max valve were reported in a research article in a subject population with multiple co-morbidities including aortic stenosis, aortic regurgitation, atrial fibrillation/flutter, complete heart block, ventricular tachycardia fibrillation, myocardial infarction, congestive heart failure, peripheral arterial disease, hypertension, diabetes, and endocarditis. Complications reported included death, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.b3: event date was estimatedd4: the UDI number is not known as the part and lot number were not provided.